Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
The product surveillance technician reported that during routine testing of the device at the service center, there were burnt wires o the central control monitor (ccm). The local area network/interface (lan/if) signal cable assembly will be replaced. There was no pt involvement.